Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 600 mg/dl. Customer had high ketones, and was vomiting. A manual correction injection was administered to address bg. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer reverted to an alternate method of insulin delivery.